Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had presented to the emergency room for passing out and that there was no recordings on the device or symptoms recorded. A remote monitoring transmission showed the patient had three asystole episodes which all showed the device was undersensing r-waves. The device is still in use. No patient complications have been reported as a result of this event.